Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The chain assembly was broken at the cardan joint nearest the blue knob. The short pins that were welded to the fork closest to the blue knob were fractured away from the fork and were not received with the complaint sample. The fork nearest the blue knob was also bent outward. The block and fork components showed some deformation (gouges) inconsistent with intended use. The long pin was still welded to the fork furthest from the blue knob. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. Furthermore, one (1) of the pin/fork welds on the cardan joint nearest the threaded end were fractured, however no forks were bent and the joint functioned as intended and appeared to be assembled correctly. It was also observed that the weld adjoining the ratchet housing and offset cup impactor (oci) body was nearly fractured all around. There were several deformities observed on the ratchet housing, as well as in the surrounding area of the ratchet assembly, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation, some inconsistent with intended use as well. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the oci body had hairline fractures on each side, where the two (2) long latch plate pins come up to hold the large chain assembly pins in place; there were some large gouges on the oci body near the threaded end, as well as some smaller gouges throughout the rest of the sample, which are not consistent with intended use and likely contributed to the aforementioned fractures; the returned complaint sample was etched per applicable drawings. The applicable production records were reviewed. No discrepancies were discovered. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardan joint nearest the blue knob. The broken cardan joint was assembled incorrectly, which may have contributed to the breakage. Additionally, the oci body is slightly fractured the ratchet housing/oci body weld is partially fractured. There were signs of wear and unintended use observed throughout the complaint sample that contributed to the fractures. No further investigation with regard to this complaint is required. D4 & h4: corrected lot number and device manufacture date based upon observed lot on the returned device. D10 & h3: updated based upon returned device. H6: method, result and conclusion codes updated based upon investigation results.

Manufacturer narrative:
The complaint sample is expected to be received, however it has not been received at this time for evaluation. Once the complaint sample and/or additional information is received and the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported during a total hip replacement, during impacting of pinnacle cup into the patient that instrument fell apart on a section of cardan. This cardan completely break up on this section, so two small pins which are fixing cardan in the place were lost in the patient and had to be found, forcing the surgeon to remove the cup and extension of procedure which usually takes 1 hour into 4 hour procedure. The problem was managed during the procedure with the same like product. No adverse events were reported as a result of the malfunction.